Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive vessel sealer extend (vse) instrument to perform failure analysis. The instrument was analyzed and found to have a grip ring dislodged. The grips did not open. The grip open lever was not functional. The grip ring moved freely up and down grip the grip drive adapter.

Event description:
It was reported that during a da vinci-assisted hysterectomy - malignant surgical procedure, the jaw of the vessel sealer extend (vse) instrument did not open form the beginning. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: a total hysterectomy was being performed with the instrument when the issue occurred. The issue with the instrument did not occur after a system fault. The jaws of the instrument did not clamp close after they had been initially working. In fact, the jaws would not open since prior to use. The jaws of the instrument were opened using the release key/mechanism (e.g., irk, srk, mrk, grip release slider). The jaws were not stuck closed on tissue. There was no unexpected tissue removal. There was no adverse effect on grasped tissue. There was no bleeding. No blood transfusions were administered. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.

Manufacturer narrative:
The vessel sealer extend (vse) instrument was re-evaluated by the advanced failure analysis (afa) team. The initial findings of dislodged grip ring was confirmed by the team.

Event description:
Refer to h11 for follow-up information.